Manufacturer narrative:
Failure event observed during analysis. A partial lead with the lead tip measuring 56.0cm was returned for analysis. External insulation abrasion was noted at 15.3-15.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 14.6-16.1cm from the distal tip. The etfe coating was intact and the inner coil was not exposed at these locations.

Event description:
This report is to advise of an event observed during analysis.